Manufacturer narrative:
It was discovered following the submission of manufacturer report number 1820334-2017-01014 that the incident was a duplicate of the incident captured under manufacturer report number 1820334-2017-00752. All pertinent information regarding the case will continue to be reported under 1820334-2017-00752.

Manufacturer narrative:
Brand name: cook spectrum minocycline/rifampin impregnated five lumen central venous catheter set. (B)(6). (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a cook spectrum minocycline/rifampin impregnated five lumen central venous catheter was implanted on an unspecified date for an unspecified indication. The customer stated that post insertion they found that the blue lumen was leaking from the hub when flushed. The circumstances and handling conditions leading up to the event are not known. No further information was provided. It is not known how the issue was addressed. The device is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this report.